Event description:
Per the clinic, the patient refuses to wear the external speech processor. The result of an integrity test (B) (6) 2010 indicates normal receiver stimulator function with multiple electrode anomalies. Programming around the anomalous electrode does not alleviate the issues. Explant and reimplantation is planned but had not taken place at the time of this report (B) (6) 2010.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; during the same surgery the patient was reimplanted with a new device. This report is filed (B)(4) 2012.